Event description:
It was reported that a stent damage was occurred. The 30mm x 7mm, eccentric, de novo, 73% stenosed target lesion was located in the moderately calcified and severely tortuous carotid artery with a significant bend of >=90 degree. A 3.5 non-bsc guide catheter and guidewire crossed the lesion. A 8.0-29 carotid wallstent stent was advanced to the lesion but encountered significant resistance and was unable cross the lesion. When the physician withdrew the device, it was noted that the stent was deformed. The procedure was completed with another with same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).